Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was 16 mmol/l at time of reporting. Nothing further reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces.